Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of hospitalization and fluctuating high and low blood glucose of 39 mg/dl to 430 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 124 mg/dl. Troubleshooting found that the drive support cap was normal and the pump settings are correct however, the pump was exposed to an MRI machine. Customer does not have time to further troubleshoot and will call back.